Event description:
Reporter stated that the surgeon inserted a piece collamer intraocular lens model cc4204bf into the patient's eye. The surgeon had no difficulty getting the lens centered and during manipulation of the lens, notices a capsulr tear. The surgeon removed the lens, performed a vitrectomy and put in a aq2003 v lens in the sulus. No incision enlargement needed and no suture required.